Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited r-wave undersensing and loss of capture (loc) two days post-implant. An x-ray was obtained that led the physician to suspect a perforation. A revision procedure was performed wherein the lead was repositioned successfully with good parameters. No additional adverse patient effects were reported. This lead remains in service.